Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine, post-implant device check. Interrogation with the device was unsuccessful due to patient's insulin pump. Reinterpretation was performed.